Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was evaluated at the customer site. The customer reported complaint was confirmed during event log review and initial functional testing. The air trap block assembly and the fiber-optic cable (fob) were replaced, after which the console passed all the final functional testing. A review of the event log was performed and multiple system error mid: 09 (air trap assembly) were noted. During functional testing, an air trap was installed into the air trap sensor block; however, no leds were displayed. Defective air trap block assembly and fiber-optic cable (fob) were noted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
A patient was hospitalized post cardiac arrest and an intravascular temperature management was needed. A zoll catheter was inserted into the left femoral vein. The indwell time of the catheter was 10 hours. Fluid was noted on the console and floor due to the start-up kit (suk) air trap cap has become loose from the polycarbonated tubing. The console was also displaying an error message mid: 09 (air trap assembly). The suk and console was replaced to continue with the therapy. No patient consequences were reported.